Event description:
It was reported by the patient that as a result of having the product implanted, the patient has experienced retraction of mesh with ingrowth of collagen requiring removal surgery, urinary retention, urinary tract infection, recurrent stress incontinence, third-degree urethrocele, perineal scarring, severe dyspareunia, urge incontinence, hypertonicity of the bladder, vaginal wall prolapse with midline cystocele, pelvic pain, vaginal stricture, recurrent vaginal stenosis requiring vaginal reconstruction/vaginoplasty, chronic postoperative pain, persistent insomnia and depression, foul smelling discharge, cystis, burning of the perineal, groin, thigh and leg areas, recurrent urinary tract infections, fecal incontinence, painful bowel movements, chronic stress, stress, additional surgeries to remove mesh, adhesions, bleeding disorders, enterocele, rectocele and uterine prolapse.

Manufacturer narrative:
The device the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).